Event description:
During the device evaluation, the gastrointestinal videoscope was observed to contain foreign material in the nozzle and on the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. However, a root cause could not be identified. Based on the results of the investigation, it is likely that a white powdery foreign substance adhering to the air/water nozzle caused an air/water failure. This failure likely left water droplet residue on the objective lens surface. The white powdery foreign matter adhering to the air/water nozzle tip and the objective lens was identified as organic silicone. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available